Event description:
Surgeon was attempting to open the femoral canal per surgical technique by utilizing the stepped starter drill by hand with t-handle. The tip of the starter drill snapped off and could not be located; it is possible that it remains in the patient, although this cannot be confirmed.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. A complaint database search finds no trend for failure of any kind for this product code. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.